Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the recharger (product ID 97755 lot# serial# (B)(6)) found it was stuck on the "checking the recharger" screen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they are getting the software problem 1-intellis 2-3.0 3-58 4-qf_new when they were charging the implant last night. Patient reported 3-4 days ago they were having a little problem when they were charging the implant but they can't remember the details. Patient stated it was hard to find the implant because he used to feel a "knob" to place the paddle to charge but he does not feel that knob anymore because the ins maybe shifted but he is not sure. Patient services (ps) assisted patient with resetting the controller and message cleared after resetting the controller. The controller is charging when plugged into the outlet and green light flashing. Controller is low and needs to charge message was seen on screen. Patient stated the recharger (rtm) gets little hot but not much and the rtm seemed good but the end of rtm seemed to coming apart where it plugs into the controller. They were unable to find the ins to charge. A replacement was sent out. No symptoms were reported.